Manufacturer narrative:
Date of manufacture is unknown at the time of this MDR writing. The automated impella controller device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was placed in a 70-year-old female for high-risk percutaneous coronary intervention (hrpci) through the left axillary artery. Impella was placed without incident and shockwave was performed on left main, left anterior descending artery (lad), and circumferential (cx). The placement signals on the automated impella controller (aic) were absent for most of the case with no consequence to hemodynamic support or risk to the patient. This issue is referenced in the optimal device performance (odp) guidance regarding use of shockwave and impella.